Event description:
Mother of homepatient reported homepatient had chest pain while using the homechoice cycler for apd therapy. Mother of homepatient reports taking homepatient to the emergency room at approx 9:30pm. Homepatient's mom further relates although the homepatient's effluent was clear, the homepatient was diagnosed with peritonitis and was subsequently sent home with antibiotics at 4:00am. According to homepatient's mother a culture of effluent was taken at the hosp, however, she does not know results of this test. Healthcare professional does not have details of incident, as the hosp has not forwarded records to dialysis facility at this time. According to healthcare professional, she is not certain that homepatient had peritonitis. Both homepatient's mother and healthcare professional do not attribute homechoice cycler to incident.